Event description:
It was reported that the lead integrity alert had tripped, there was high impedance, no capture and a decrease in sensing. The device was programmed off due to the lead and the patient wore a wearable cardioverter defibrillator while being monitored. It was later reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.